Event description:
Endoleak (type ia): tevar was performed for a saccular aneurysm confirmed right under lsa. After ax-ax bypass, zone 2 tevar was performed. No endoleak was noted during the procedure, and the procedure was successfully completed. Before discharge, however, CT revealed an endoleak. As the amount of the endoleak was small, the physician determined that the endoleak would disappear and observed the condition of the patient. On (B)(6) 2021, which was the third month from the procedure, CT revealed the same endoleak. There was no change in the diameter of the aneurysm. The patient will be continuously followed-up, and zone 1 tevar will be considered if necessary. The physician is requesting to provide information on the possible cause of the endoleak based on the attached images. The physician believes that sealing was performed well and does not know why such an endoleak occurred. The endoleak is probably type ia. As the diameter of the aneurysm was not enlarged, basically, this is not an adverse event. Operative method: 1 debranching tevar. Other device used: valiant navion stent graft (medtronic). Patient outcome - "the patient is being followed-up."

Event description:
Endoleak (type ia): tevar was performed for a saccular aneurysm confirmed right under lsa. After ax-ax bypass, zone 2 tevar was performed. No endoleak was noted during the procedure, and the procedure was successfully completed. Before discharge, however, CT revealed an endoleak. As the amount of the endoleak was small, the physician determined that the endoleak would disappear and observed the condition of the patient. On (B)(6), 2021, which was the third month from the procedure, CT revealed the same endoleak. There was no change in the diameter of the aneurysm. The patient will be continuously followed-up, and zone 1 tevar will be considered if necessary. The physician is requesting to provide information on the possible cause of the endoleak based on the attached images. The physician believes that sealing was performed well and does not know why such an endoleak occurred. The endoleak is probably type ia. As the diameter of the aneurysm was not enlarged, basically, this is not an adverse event. Operative method: 1 debranching tevar. Other device used: valiant navion stent graft (medtronic). Patient outcome - "the patient is being followed-up."